Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test or verify error 70 alarms due to motor error alarm. The drive support was inspected at no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple motor error alarms after multiple rewind attempts. The customer stated the drive support cap was flush. No harm requiring medical intervention. The insulin pump will be returned for analysis.